Event description:
It was reported by the patient that the patient feels electrical "jolts" when moving in a certain way and that these jolts have occurred since implant. The patient states that their physician has reprogrammed the device numerous times; however, the patient believes the jolts are "getting worse." Additionally, the patient noted having heart burn "a lot." Follow-up was attempted; however, no additional information was received. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.